Event description:
The caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into an outlet known to work and wait for at least 30 consecutive minutes to see if the pump would begin charging, and further follow-up was planned by technical support.